Event description:
It was reported that "system error on start-up that was not resolved with power down and back up." As a result, a second pump was used. No report of patient injury or consequence". Patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "system error on start-up that was not resolved with power down and back up." As a result, a second pump was used. No report of patient injury or consequence". Patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.